Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system patients were not showing up at one station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing up at one station. A technical support specialist (tss) attempted to shrink the database and reindex via command promptcmd) and sql server management studio (ssms) but observed minimal changes. A backup and full synchronization were performed, yet errors persisted. Further, as a final step, the database was dropped, and a full synchronization was executed. The system then allowed successful sign in without errors. The system functioned as intended after the technical support specialist troubleshot the device.